Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 297 mg/dl. The customer bolused with pump. After the troubleshooting was done, customer was advised to change entire set, reservoir and insulin and treat. Customer was advised to follow up with health care provider regarding site issues and setting concerns. The customer reported via phone call indicating that he had no delivery alarm. Customer's blood glucose was 143 mg/dl. The customer reported the alarm was resolved by a complete set change. The customer was advised to call when the alarm occurs in order to troubleshoot.